Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the device was received at service center and evaluated. The reported complaint of the device being broken in 2 + pieces cannot be confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The service report revealed the following deficiencies and repairs performed. The burr was getting stuck in the locking mechanism, damaged parts of the drill mounting mechanism were replaced. Motor corroded - motor replaced, insulation resistance of the motor outside tolerance ¿ motor cable replaced. A possible root cause for the motor problems could be water ingress over time, however we cannot determine a definitive root cause for the reported problem. The root cause for the burr getting stuck in the locking mechanism is damaged parts. The device has been repaired and is fully functional. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls is broken.